Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional devices referenced are being filed under separate medwatch reports.

Event description:
It was reported the three indeflators were not inflating. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.